Event description:
It was reported that merlin.net transmission showed two episodes of non-sustained rv oversensing. Programming changes was recommended. The physician elected to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.